Manufacturer narrative:
Final analysis found burn marks on the circuit board which confirmed to the field complaint. Device will not power up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net transmitter exhibited power anomaly. It was suspected that a power surged caused damage to the power adapter and visible burns were seen. The device would not power on. The device was returned and replaced.